Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise episodes that were being oversensed. Inappropriate shocks were reported but there was no therapy exhaustion. Shock lead impedance test displayed greater than 200 ohms. There was no pacing on right ventricular (rv) lead even at high outputs. The patient was reported to be not dependent. This rv lead was surgically revised where it was capped and was replaced. No additional adverse patient effects were reported.